Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter had been reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue occurred at 4:30pm on (B)(6) 2016. At this time the patient obtained a blood glucose result of "93mg/dl" on the subject meter and "73mg/dl" on another meter within 30 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results does not exceed lfs' criteria for accuracy. The patient manages their diabetes with an unspecified type and dosage of insulin (no adjustments) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient informed the csr that 10-15 minutes after the alleged product issue occurred they developed "heavy hypoglycemia" and "lost consciousness". The patient's husband was able to provide the patient with a glucagon injection immediately in response to the patient's symptoms. The patient's blood glucose was not measured on any other device at this time. At the time of troubleshooting the csr confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient's products were replaced. Although the blood glucose comparison being made did not exceed lfs' criteria for accuracy, this complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged product issue occurred.